Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but not provided. There is no indication of a general instrument or reagent issue. The last valid calibration was performed on (B)(6) 2017. Another calibration was performed on (B)(6) 2017, but an error occurred and the calibration was not repeated.

Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer stated that they received an erroneous result for one patient sample tested for the elecsys troponin I stat immunoassay (tnistat) on a cobas e 411 immunoassay analyzer (e411). The sample initially resulted as 19.15 ng/ml accompanied by a data flag. The initial result was reported outside of the laboratory to the doctor who questioned the result. The sample was repeated, resulting as < 0.100 ng/ml accompanied by a data flag. A second sample collected from the patient was also tested, resulting as < 0.100 ng/ml accompanied by a data flag. This value was believed to be correct. No adverse events were alleged to have occurred with the patient. The tnistat reagent lot number was 231115. The reagent expiration date was asked for, but not provided. Fibrin was not seen in the complained sample. The customer used a sample tube that was 13 x 75 mm and did not use a rack adapter for this tube. The field service engineer checked the mixer, sipper, and probe; all were ok. He/she checked liquid level detection and ran performance testing; these were within expectations. The field application specialist ran precision testing and this looked good. Calibration and quality controls were run and these were ok. No issues were observed with the instrument. No other similar issues have occurred at the site. Quality controls and performance testing showed no indication of an issue.